Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be good physical condition. Device was powered up and started in application with a cassette attached. This resulted in the device double beeping, confirming the reported customer complaint. The upstream occlussion sensor was then recalibrated. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy plus pump exhibited no disposable pump won't run. No patient involvement.